Event description:
Receiving erratic readings. In blood glucose tests, customer received readings of 105 mg/dl, 355 mg/dl, and 390 mg/dl within 10 minutes. All tests were performed on the forearm. There was no report of death, serious injury or mistreatment associated with this event.